Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unidentified malfunction occurred. Blood glucose (bg) was 650 mg/dl with ketones. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Medication, fluids, and insulin drip was administered. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved. Customer reverted to using manual injections for insulin therapy.